Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09gyf, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0c8xs, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that at the patient¿s appointment last thursday, the patient felt like she had a urinary tract infection (uti). A urinalysis was performed and the patient was given antibiotics (nitrofurantoin, 100mg twice a day). The patient experienced burning feeling. The patient then called her doctor on saturday or sunday, as the burning had gotten very painful. The patient felt like she saw stars whenever she went to the bathroom. The day of the report was the seventh day of the possible uti and taking antibiotics. The patient was going to the bathroom every 5 minutes and had urgency. It was noted that the patient that the patient had ¿a lot of bacteria¿ and the patient had been taking antibiotics over the past year. The device was implanted for urinary retention. It was later reported that the patient was getting through with a uti. Now the patient was going to the bathroom every 30-45 minutes. It was stated that the implantable neurostimulator (ins) worked well for retention, but now the patient was going too often. It was added that after her appointment last thursday, the patient ¿reset¿ her ins because it hurt and the patient felt pressure. The patient¿s healthcare provider (hcp) had increased stimulation during the appointment. It was also stated that the patient started getting a headache and ¿bellyache¿ about one week ago. Additional information received reported that the patient was seen in the emergency room (ER) on (B)(6) 2013 due to the uti and was prescribed more antibiotics (cipro). It was stated that the patient was catheterized ¿for hours¿ during the ER visit. The patient was seen by her hcp the next day and was unable to urinate. The hcp asked the patient to not take the antibiotics because she had a yeast infection. It was noted that the patient had severe depression and was in a psychiatric facility in the past year due to her ¿pee problem.¿ it was added that the patient had a history of kidney failure and was taught how to self-catheterize.